Event description:
During shoulder arthroscopy surgery the pump began to overrun. Pump was put at 50 after leaving room to get another pump, and surgical technician turned pump back down to 40 and shoulder swelled from apparent continued infusion. The case was terminated by the surgeon. It was confirmed by the nurse manager that the surgeon. It was confirmed by the nurse manager that the patient's shoulder swelled with fluid toward the beginning of the case. As a result, the surgery was cancelled and successfully completed several days later.